Event description:
Caller reported a malfunction on the pump, which displayed a fault code but was resettable. There was no reported adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to mdi as a backup therapy for insulin delivery, while tandem technical support confirmed shipping details and instructed the customer on returning the faulty pump. A replacement pump was sent to the customer, with clear guidance provided for next steps upon its receipt.